Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event (previously, the outcome was reported as recovering). Treatment with antibiotic therapy was continued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection vancomycin 1 gram once every five days (route and duration not reported) and intraperitoneal fortum 1 gram once daily (duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.